Manufacturer narrative:
The device has not been returned to mmdg for evaluation. Because the actual device could not be inspected, mmdg has been unable to confirm the complaint.

Event description:
The initial reporter stated that the pump displayed error 177, and was unusable. The pump continued to display the error after multiple power cycle attempts. Because the pump was not working overnight, the user missed a scheduled dose of antibiotics. The patient's home health nurse did not believe the patient was harmed by the missed dose, as he has been receiving the treatment every day for the last month, and also receives a supplementary dose by syringe. (B)(4)